Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, list number 06c37-77, that has a similar product distributed in the us, list number 01l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect anti-hcv result for a female patient who tested positive on another platform. The patient was also positive with hcv rna. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Additionally, in-house sensitivity testing was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 42542be01 and the complaint issue. In-house sensitivity testing of a retained reagent kit of the lot 42542be00 was performed (reagent lot 42542be00 and 42542be01 contain the same bulk material). All specifications were met, and no false non-reactive results were obtained, showing that the lots generate the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect anti-hcv reagent for lot 42542be01 was identified.